Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance and sensor passed per specifications. Performed bicarbonate buffer test and sensor failed per specification due to low readings.

Event description:
The customer was reported via phone call that they had low blood glucose of 42 mg/dl and 72mg/dl. Their current blood glucose was 195 mg/dl and 189mg/dl. Customer treated low blood glucose by eating and when she did her morning check her blood glucose was then up to 360 mg/dl for which she gave insulin. The insulin pump will not be returned for analysis.